Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer mentioned that they had a significant number of ¿channel error¿ messages during normal use of the device. The problem often persists with the same pc unit (pcu), after a module has been changed. This error is not always reported to the biomedical department for repair. The ge biomedical engineer is aware of the issue and attributes it to repeated misalignment of lvp module when attaching it to pcu, which damages the pcu, iui connector. The facility is educating staff to report both lvp module and pcu to biomed, so a full evaluation can be made and pcu, iui connectors, can be replaced. Education was given to report and send both pcu and channel the biomedical department for assessment and repair. There was patient involvement but no harm.

Event description:
It was reported that the customer mentioned that they had a significant number of ¿channel error¿ messages during normal use of the device. The problem often persists with the same pc unit (pcu), after a module has been changed. This error is not always reported to the biomedical department for repair. The ge biomedical engineer is aware of the issue and attributes it to repeated misalignment of lvp module when attaching it to pcu, which damages the pcu, iui connector. The facility is educating staff to report both lvp module and pcu to biomed, so a full evaluation can be made and pcu, iui connectors, can be replaced. Education was given to report and send both pcu and channel the biomedical department for assessment and repair. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.